Event description:
It was reported interrogation of this implantable neurostimulator (ins) showed 509 error code, 0 volts and battery "ok". The 509 error code indicated "poor communication" message. Impedance measurement was not possible. There was no injury to patient and device was replaced. The patient was "ok". Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.